Event description:
On (B)(6) 2015 the end user reported that she had a small scrape on her right forearm and used the device on it. When she took it off, it pulled several layers of skin off. The wound is 1 inch x 1/2 inch.